Event description:
Pt had automatic pb cuff on upper right arm. Cuff had previously been on l arm but had IV started so it moved to r arm. Pt had venipuncture in r antecubital fossa. Bp cuff automatically inflated and was very tight. Pt came back to hosp one week later to show large swollen area in elbow near venipuncture site. Not absorbed quickly. Md is following pt. Do not believe there is permanent damage, but submitting this as a precautionary report.